Event description:
It was reported to boston scientific corporation that an one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure date is unknown. According to the complainant, during preparation, the physician noticed that the retrieval snare could not open and close. The procedure was completed with another retrieval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 1) lo (less then 10 mg/dl), 146 mg/dl, and 135 mg/dl 2) lo, 132 mg/dl, and 118 mg/dl the comparisons were performed several hours apart. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.